Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5173014/5173144, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that during the implant procedure, the patient failed to breathe adequately under anesthesia after the leads were placed. The patient was then placed to a supine position to revive and allow the patient to resume breathing. The physician opted not to continue the case for the patients safety and had the leads removed. The patient was reportedly doing well postoperatively.